Event description:
A caregiver reported the freestyle libre 2 sensor detached on day of application, and as a result the customer experienced a loss of consciousness. The caregiver reported customer was diagnosed with hyperglycemia, and a healthcare professional advised the customer clean area as she was bleeding, but no other information was provided by the customer. It is unknown if customer received additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: sections d-4 (expiration date) and h-4 (device mfg date) have been updated. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the freestyle libre 2 sensor detached on day of application, and as a result the customer experienced a loss of consciousness. The caregiver reported customer was diagnosed with hyperglycemia, and a healthcare professional advised the customer clean area as she was bleeding, but no other information was provided by the customer. It is unknown if customer received additional treatment. There was no report of death or permanent injury associated with this event.